Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and the lens got stuck and tore, as it was advancing towards the eye. No pt contact. The reporter stated that the incident was due to a loading error.

Manufacturer narrative:
(B) (4). (B) (4).